Event description:
It was reported that a sling procedure was performed in 2003. The patient experienced urinary retention post-operatively and 5 weeks later underwent another procedure in which the tape was released. The patient is now voiding normally and remains continent.